Event description:
Caller reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support instructed them to plug the tandem wall adapter into a functioning outlet and wait at least 30 minutes for the pump to begin charging. Pump did not charge cts decided to replace the pump. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery until the replacement pump arrived.